Event description:
The pt stated her infusion device was displaying "77" and was beeping and vibrating. She stated her power pack had been in use for 1 week. The pt was driving and needed to pull her car over to get another power pack. The pt called back and stated she inserted a new power pack into her infusion device and it functioned properly. No physiological effects were reported. Attempts were made to gather more info from the pt but no contact was made. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.